Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, noise was noted on the right ventricular (rv) lead. Programming changes were discussed but neither of change could improve the problem. No further information available. The patient did not experience any adverse consequences and is not pacer dependent.